Manufacturer narrative:
(B)(4) date sent: 5/4/2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 643d42 / 22ats45 , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy procedure, it was observed that they had difficulties opening stapler back up to release the tissue and specimen. Surgeon initially commented the firing did not staple fully across the tissue it was closed on, then verbalized that it stapled across a metal ligaclip. Surgeon requested another staple load. Once scrub nurse provided the same, surgeon attempted to close stapler before inserting it into the port site and commented how the stapler was not closing properly and requested a new stapler. Resident and surgeon reported no issues with the second stapler and commented that it both "sounded and felt better". Upon debrief of the incident, resident and surgeon stated the first stapler "felt funky" prior to using it and noted that even initially they had difficulties opening the stapler. They stated the first stapler had difficulties both opening and closing. There was no patient consequence nor surgical delay reported. No additional information provided.